Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13j21076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned , therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and the patient's heart gave out. Subsequently the patient passed away due to peritonitis, lung infection, necrotic skin, necrotic foot and heart giving out. The cause of the peritonitis was not reported. Treatment was not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).